Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up in clinic, noise was observed on the atrial lead via stored egms (electrograms). The noise was not reproducible. The patient was stable and will continue to be monitored.

Event description:
New information received notes that no programming changes were made as the noise was not reproducible.